Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient presented to the ER with a burning sensation around the ipg site regardless of stimulation being on or off, in addition to nerve pain radiating down his leg after coming into contact with live electrical wiring. Reportedly, stimulation was turned off at that time. Diagnostic testing revealed normal impedance values and CT scan appears normal. However, a stimulation holiday of 7-14 days was suggested after which time the system will be assessed at a later date. Follow-up identified surgical intervention will be scheduled as the next course of action. Subsequently, a revision took place on (B)(6) 2016 during which time the original ipg was explanted and replaced with an updated new model which is implanted in the right flank area. Stimulation was restored postoperatively. The issue is resolved.